Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Functionality and therapy delivery were verified through automated testing. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another boston scientific crt-d. The device was included in the shortened replacement window advisory population. Premature battery depletion was suspected. No adverse patient effects have been reported.